Event description:
It was reported that while using bd facs¿ lyse wash assistant, there was carryover. The following information was provided by the initial reporter: are there erroneous results on patient samples from diagnostic test ? (If yes or unknown , go to question 2. If no, no further questions required). Yes but identified prior to authorization of results therefore no clinical impact. Was there any delay of treatment due to the issue ? No. If patient samples were redrawn, was there any change or delay of treatment ? Not applicable. Was there any physical harm/injury to the patient due to the issue ? No. Provide details ¿ how and to what extent ? N/a. What is the current medical status ? N/a.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs¿ lyse wash assistant, there was carryover. The following information was provided by the initial reporter: 1. Are there erroneous results on patient samples from diagnostic test ? (If yes or unknown , go to question 2. If no, no further questions required) yes but identified prior to autorisation of results therefore no clinical impact. 2. Was there any delay of treatement due to the issue ? No. 3. If patient samples were redrawn, was there any change or delay of treatment ? Not applicable. 4. Was there any physical harm/injury to the patient due to the issue ? No. 5. Provide details ¿ how and to what extent ? N/a. 6. What is the current medical status ? N/a.

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). Problem statement: customer reported a complaint regarding carryover. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 19aug2021 to 19aug2022. Complaint trend: there are 12 complaints related to the issue of carryover issue. Date range from 19aug2021 to 19aug2022. Manufacturing device history record (DHR) review: DHR part #337146. Serial # (B)(6), file # 337146-337146-k33714600572-100575954-15, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer observing carryover was faulty o-ring and dirty tubing around wash arm assembly. The customer informed that they were experiencing an issue with carryover and requested for an on-site visit. The field service engineer (fse) found the tubing around the wash arm assembly to be full of dried blood. They suspected that the o-rings in the wash head was letting blood through to the wash line. They proceeded to replace the o-rings and tubing with parts from the pm (preventive maintenance) kit. They successfully performed vacuum calibration, tested the compressor and dispense function. The system was tested with a carousel of customer samples with blank tubes in between. Very low carryover was observed into the blank tubes when tested on the facscanto. After the o-ring and tubing replacement, the instrument was tested and was performing as intended. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant system instructions for use, #23-11113-00 rev. 1/vers. A, page 101. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: 02582580, 02582840 , case # (B)(4). Install date: 15apr2015. Defective part number: n/a. Work order notes: subject: 337146 - bd facs lyse wash assistant-carryover issue. Problem description: customer informed us that they are experiencing with carryover issue. Customer asked for an onsite visit. Work performed: 23 -aug- 22 rk : tubing around wash arm assembly found to be full of dried blood. Suspect o-rings in wash head letting blood through to wash line. O-rings and tubing replaced with parts from pm kit. Compressor tested, all okay. Vacuum calibration and dispense function tested all okay. System tested with a carousel of customer samples with blank tubes in between, all okay; very low carryover into blank tubes when tested on fscscanto. Cause: o-ring failure. Solution: o-rings and tubing replaced. Returned sample evaluation: a return sample was not requested because parts replaced are not returnable and were discarded. Risk analysis: risk management file part # 337146ra, /vers. B, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no? ID: 2.1.1. Hazard: carryover. Cause: clogged orifice. Harmful effects: incorrect results, damaged instrument. Probability: 1. Severity: 3. Risk index: 3. Root cause: based on the investigation results the root cause of the customer observing carryover was faulty o-ring and dirty tubing around wash arm assembly. Conclusion: based on the investigation results, the root cause of the customer observing carryover was faulty o-ring and dirty tubing around wash arm assembly. The fse proceeded to replace the o-rings and tubing with parts from the pm (preventive maintenance) kit. After the o-ring and tubing replacement, the instrument was tested and was performing as intended. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.